Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) as a result of oversensed noise in the right ventricular (rv) lead. Technical services (ts) was consulted and since the patient was going to the clinic recommended to follow up with different techniques like isometrics and pocket manipulation. This crt-d remains in service. No adverse patient effects were reported.